Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05730. It was reported that 4 weeks post new ra lead implant dehisced pocket incision was observed. The device was explanted and the ra lead was capped on (B)(6) 2019. Patient was stable.